Event description:
Related manufacturer reference number: 2017865-2021-36647. It was reported that the patient presented for follow up one day post implant with bradycardia due to suspected dislodgement of the right ventricular lead. Upon positional change over-sensed noise and loss of ventricular capture were observed. The patient was scheduled for revision and there appear to be an insulation breach under the suture sleeve. The physician was unable to determine the source of pacing inhibition and explanted both the lead and pulse generator. The patient was in stable condition.

Manufacturer narrative:
The reported event of capture anomaly was not confirmed. Visual inspection of the septum, setscrew, and contact spring did not find any anomaly that could have contributed to the reported event. Telemetry, capture, pacing, and high voltage output functions were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on device usage.